Event description:
Inserted by mr (B)(6) in left arm (B)(6) 2010. Worked intermittently. Pt complained of chest pain during a course of IV antibiotics. Line had migrated to pulmonary artery and was retrieved radiologically. Chamber appeared intact. Line not snapped.